Event description:
The patient experienced poor pain control. The actual reservoir volume at the last pump refill visit was twice the expected amount (actual volume not reported). A rotor study showed normal pump function. Two mls were easily aspirated during a catheter access procedure. The catheter appeared patent and in place as visualized under fluoroscopy. The hcp planned to investigate the possibility of granuloma formation. The type and concentration of medication delivered by the pump was not reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.